Event description:
The customer reported to olympus, the hd autoclavable camera head¿s image was occasionally abnormal and noisy. The issue was found during preparation for use for a cavity examination procedure. The procedure was completed using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a b30 scope communication error was reported due to leakage of the cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found event: a b30 scope communication error was reported due to leakage of the cable. Additionally, the coupler was deformed, and could not work, leading to the intermittently noisy image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike the camera head. The camera head may be damaged. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.